Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button of the insulin pump had to press more than once. Customer¿s blood glucose level was unknown. Customer did not want assistance for troubleshooting. Customer also reported that insulin pump rejected new battery. The insulin pump will not be returned for analysis.